Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a collateral ligament repair surgery, the tip of the metal shaft of the twinfix anchor was broken; the broken pieces were removed using suction. The procedure was completed with a non-significant delay using a s+n back up device in the original bone hole. No further complications were reported. Patient's health status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the suture strings but no anchor. The insertion device is intact with the channel having no damage visible. There is biological debris on the returned items. However, an evaluation of the customer provided image finds the device identification information, suture thread and the insertion device next to a fractured anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. The root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.